Event description:
"Customer states that during bathroom visit the seat broke and he fell to the toilet having to be lifted with the help of a caretaker by using a hoyer lift. Customer alleges he did not get hurt, no injury or damages have occurred." No alleged injury.

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model 6895, serial number/date code (B)(4) is approximately 1 year and 2 months old. The owner's manual part number 1118394 rev b (feb-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male who is (B)(6). Age is unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.